Event description:
As reported: a giant aneurysm with a size of 25.4 mm × 22.5 mm was treated using coil embolization assisted by a flow-diverting stent. A headway 17 microcatheter was advanced super-selectively into the aneurysm. The first coil (8218-2468) was deployed and successfully detached. The second coil (8218-2263) was also deployed and detached successfully. When deploying the third coil (8180-2050), part of the coil was inserted into the aneurysm while part remained within the microcatheter. The remaining coil could neither be advanced nor retrieved. It was identified that the coil had unraveled and could not be advanced or retrieved. A snare device was used to remove the coil from the aneurysm. The procedure then continued with further coil embolization and deployment of the flow-diverting stent. The procedure was subsequently completed successfully. The patient was reported to be fine.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.